Manufacturer narrative:
Updated fields - e1(site country), h6(type of investigation, investigation findings, investigation conclusions). Getinge fse found that after a few minutes in operation, the display screen started to vary and with this makes it difficult to visualize the curves displayed. It was found that the inverter pcb board cod: 0671-00-0230 was with a problem, the customer had a screen out of use and authorized to take its board. It was placed, the equipment was under test for hours and didn't show any more problems on the screen. Equipment cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) is turned on, the screen has two white strips. There was no known patient involvement and no adverse event was reported.